Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have multiple indentations at the base of the grip tips, on the grip tang. The grip tang was found to be bent, and additional damage was found at the distal end. The instrument was found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of the failure mode mechanical indentations/burrs instrument grips -tangs are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product, collisions with sharp objects or hard surfaces. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaws snapped out of place. The procedure was completed with no reported injury.